Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has had an increase in seizures since a recent battery replacement. The device could not be interrogated my the managing physician after multiple attempts. No other relevant information has been received to date.

Event description:
The physician has responded that the patients device has not been successfully interrogated since the recent replacement, that the cause of the normal and magnet mode therapy not perceived is due to an unknown generator malfunction. Information was later received that the patient was able to be successfully interrogated by adding more pressure to the patient with the programming wand due to the patient being larger. The autostim was found to be disabled which the physician then enabled.